Event description:
The patient reported that the v-go devices are falling off of his stomach and upper arm. The patient stated that it is humid, patient is physically active and patient sweats excessively. The patient reported that when he goes indoors, patient is covered in sweat. The patient stated that he has 2 sores on the navel from when the v-go devices became loose.